Event description:
Philips received a complaint by the customer on the v60 indicating that the device is not secure on the stand. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer needed to confirm the right part. He requested the cpu tray cover but had a different part # lcd tray. Part has physical damage. Customer will order the cpu tray cover and repair the unit. Investigation ongoing.

Manufacturer narrative:
The customer replaced the cpu tray cover to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.